Event description:
It was reported to ge medical systems that the image intensifier fell on a pt's chest. The pt is complaining of chest pain. The image intensifier gear box is broken. The system was repaired and returned to service.